Manufacturer narrative:
The device was not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Therefore, in the absence of device return and analysis the likely root cause could not be established.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced difficulty charging. In addition to the previous reason, the patient also required compatibility with magnetic resonance imaging (MRI), and as a result, the implantable pulse generator (ipg) was replaced. Electrocautery was used. Postoperatively, the patient is doing well. The explanted device will not be returned for analysis, as it was disposed by the medical facility.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced difficulty charging. In addition to the previous reason, the patient also required compatibility with magnetic resonance imaging (MRI), and as a result, the implantable pulse generator (ipg) was replaced. Electrocautery was used. Postoperatively, the patient is doing well. The explanted device will not be returned for analysis, as it was disposed by the medical facility.